Event description:
It was reported that the user experienced a cartridge leak while using the ilet, during which the pump did not emit a high glucose alert and the user observed a high blood glucose reading confirmed at 513 mg/dl by fingerstick. The high glucose cgm alert was later found disabled and was re-enabled during troubleshooting and education. Customer care provided support that included troubleshooting and user education on alert settings. Investigation of this case revealed a leaking cartridge and a disabled high glucose alert; the device functioned as expected after replacement of supplies and alert reactivation. Symptoms included thirst and nausea consistent with hyperglycemia. Outcomes included resolution of hyperglycemia after the user replaced the cartridge and infusion components with new supplies, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors associated with a leaking disposable component and disabled alert settings.